Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and iabp shows a massive "sporadic" helium loss. All internal tests and measurements carried out. The loss comes from the cart-rep offer is being made. User does not want to have the device repaired as it is no longer used.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ball pump is leaking. There is a helium leak between the cart and the unit. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ball pump is leaking. There was no patient harm reported.